Event description:
During an electophysiology procedure an air embolus occurred. After approx 90 minutes into the procedure st elevation was noted. Frequent catheter exchanges through the telesheath had been performed and the telesheath was connected to an IV pump set at 100cc an hour. An air embolus was seen in the aorta under fluoroscopy. The physician extracted the air and there was no consequence to the pt. The pt was heavily sedated, developed symptoms of airway obstruction (snoring), and the physician states the potential for having a large negative intrathoracic pressure was present. The physician questioned the valve integrity of the telesheath, in particular, using a large catheter with several exchanges and then going to the small lasso catheter.